Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No bolus anomaly or basal anomaly noted during testing. The insulin pump had cracked battery tube threads and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the screen was hard to read. The customer's blood glucose was 407 mg/dl at the time of incident. The customer's blood glucose was 248 mg/dl at the time of call. The customer's blood glucose was 481 mg/dl at the end of call. The customer stated that they treated the high blood glucose with manual injection. The customer performed troubleshooting and did not found air bubbles, leaks and setting issues. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The customer performed high pressure test and the insulin pump passed. The insulin pump will be returned for analysis.